Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to exhibit undersensing and pacing close to the t-wave. Technical services (ts) reviewed presenting electrogram (egm) and confirmed ventricular undersensing due to cross chamber blanking. Ts recommended reprogramming options. This ICD remains in service. No adverse patient effects were reported.